Manufacturer narrative:
The 5.5 twinfix ultra pk anchor w/needles assemblies in question will not be returned for evaluation, however three unused devices from the same manufactured lot were returned for examination. One device was opened for examination. Visual assessment of the device showed no abnormalities. Dimensional assessment of the device confirmed they met print specifications. Without the reported product in question and pertinent clinical details an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly, off axis insertion of the anchor. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery the anchor broke its tip upon insertion into the bone, with minimal force applied. The broken piece was removed from the patient with a grasper. A backup device was used to complete the surgery. No significant delay or patient injury reported.